Event description:
It was reported that suture placement was attempted in the right and left common femoral arteries (rcfa and lcfa) using the preclose technique prior to an abdominal aortic aneurysm stent graft repair (aaa). A 6 fr sheath was used to access the vessels and the incisions were extended and dilated in both groins to accommodate the prostar xl insertion. Reportedly, the tissue tract was deep; however, suture placement was successfully performed in both groins and the sutures set aside, to perform the aaa procedure. After completion of the aaa procedure, the physician attempted to close the lcfa first, as the arteriotomy was smaller (12 fr). He removed the guide wire, tied the knots; however, bleeding was still observed. He performed a cut down procedure and observed that the knot did not completely capture the artery, it was in the tissue tract. Hemostasis was performed surgically. Then the physician continued with the rcfa, the arteriotomy was 18 fr; when he was pulling the sutures prior to tying the knot, the patient's blood pressure started to drop, and neosyneprhine was administered. The physician decided to surgically close the artery (rcfa) and when he performed the cut down he realized the sutures were not in the artery, but in the tissue tract. Hemostasis was achieved surgically and the patient did not experience any adverse sequela. The physician indicated he does not believe the devices malfunctioned, he believes the outcome was related to his learning curve in the training and usage of the device additional to patient anatomy (deep tissue tract). The physician is reported to be in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be approximately (B)(6). The other prostar xl indicated is being filed under a separate medwatch report number.